Event description:
It was reported that a patient went through a security check point at a court house and their implant was "set off" while being checked and they were shocked. It was unknown if stimulation was on or off prior to being checked. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon further review device code (B)(4) no longer applies.